Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening). Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received on 08/28/2025 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening). Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device and was not able to confirm the complaint or address the symptoms specified. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.